Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump alarmed motor error during the occlusion test due to a faulty force sensor. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump was received with normal operating currents and passed the self-test, unexpected restart, rewind, basic occlusion and displacement tests. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.